Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date there was an overdischarge. The patient did not charge for approximately 2 years because it wasn¿t helping at the time. The rep was unable to communicate with the physician programmer. A trickle charge was performed. The device was reset and the rep reprogrammed to cover areas of pain. When programming, an impedance test showed all contacts 0-7 were greater than 10,000 ohms. The rep ultimately programmed only the lead 8-15. The overdischarge was resolved but the issue with the contacts 0-7 is not resolved at this time. The rep will meet with the healthcare professional (hcp) to see what next steps, if any, will occur. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-02. The cause of the high impedances was not determined. The rep reprogrammed on the 8-15 lead. The patient is going to use for the next two weeks. They will be meeting the patient at their next appointment to discuss next step options. This information was confirmed with the physician/account. No further complications were reported/are anticipated.